Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 2 months. (B)(4). The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had been on a heparin drip for suspected pump thrombus and developed hemoperitoneum and the anticoagulation was reversed. The patient had a change in level of consciousness and developed hemiparesis. The lvad clinician confirmed that the stroke occurred in conjunction with suspected pump thrombus. A computed tomography revealed a large right-sided cerebral infarct in the middle cerebral artery (mca) distribution involving the frontal, parietal, temporal lobes, right-sided cerebellar and posterior parietal-occipital infarct in the right pca territory, with vasogenic edema with effacement of cortical sulci and 5 mm midline shift to the left. The family made a decision to withdraw support due to poor prognosis. No additional information was provided.

Manufacturer narrative:
Correction device available changed from yes to no. A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. The pump was reported to have been functioning as intended prior to event. Thrombus and stroke are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.